Event description:
It was reported to boston scientific corporation that a uphold implant was implanted into the patient on (B)(6) 2019 and a advantage fit implant was implanted into the patient on (B)(6) 2021. The patient experienced complications, further surgery, and nonsurgical treatment.device 2 of 2. Patient symptoms include: vaginal pain; pain inter; inab inter. Surgical interventions: on (B)(6) 2021 the patient underwent further surgery regarding the advantage fit implant under general anesthesia for the following purpose:(B)(4) - plastic repair to enlarge vaginal orifice.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.